Manufacturer narrative:
A visual inspection of the device revealed that the catheter was bent at the tip and along the entire length of device. A functional inspection of the device revealed that the needle did not fully extend and retract. The device was disassembled and the needle / hypotube assembly was found to be bent. The cause of the reported malfunction is unk. A review of the device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot.

Event description:
Note: this report is for one of the two reported devices, refer to MFR #3005099803-2008-04911 for the other report. It was reported to boston scientific that an injection gold probe bipolar catheter was used during an esophagogastroduodenoscopy (egd) procedure in 2008. According to the complainant, "the needle would not come out or come back." A second injection gold probe bipolar catheter, was used nad the complainant encountered the same problem. A different device (plain injector needle) was used to complete the case (MFR unk) with no complications to the pt.